Event description:
It was reported by the (B)(6) that during a lumbar sacral nerve ablation the female pt was subject to general anesthesia. According to the (B)(6) during cosman's initial attempt to obtain detailed incident info, the incident device, a dispersive grounding pad (dgp-pmc) was applied to the pt's abdomen. During the procedure, the incident device fell off the pt and was reapplied to the same location by the surgical staff. The procedure was performed to completion. During recovery of the pt in the post anesthesia care unit, a skin burn was noticed on the pt at the location that the grounding pad had been applied. The (B)(6) indicated that the burn was not life threatening nor did it require intervention to preclude permanent impairment or permanent damage to a function of structure of the body. Approx 15000 cosman medical grounding pads have been sold and a review of internal complaint files have indicated that this incident has never been previously reported.

Manufacturer narrative:
Performance testing of the returned device identified that the product did not malfunction nor were there any physical, electrical or mechanical features of the device that failed to meet spec. The returned product performed to expected performance criteria. The instructions for use of the device identify to apply the dispersive electrode to a well vascularized, muscular site. It was reported that the electrode was applied to the abdomen which is not typically well vascularized nor muscular. The instructions for use of the device identify not to reuse the device and not to relocate it. It was reported that the device fell off the pt and that it was placed back on the pt. In that the returned incident was evaluated by cosman and found not to be defective or to malfunction in any way, at this time the incident is being attributed to incomplete contact and poor adhesion to the pt.